Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58w7w. Investigation summary: the analysis results showed that one ecr60d reload was received fully fired, with the pan partially detached from the left side. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the reload was unable to fire. New reload was used to finish.